Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. The first clip xtw was deployed a2/p2 successfully, reducing mr to grade 2. A residual lateral jet was still present so an xt was attempted to be implanted. On the first grasp attempt, the mr increased upon clip closure. After the xt had withdrawn back into the atrium, there was significantly more mr than before the first grasping attempt. A crack in the posterior leaflet was noted. The xt was removed and an xtw clip was attempted to be implanted, but the posterior leaflet was too short. The xtw clip became caught in the chordae. The clip then was deployed a1/p1 after it could not be removed from the chordae via standard troubleshooting. The procedure ended with mr reduced to grade 2. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported tissue injury is due to procedural conditions. Additionally, the reported patient effect of tissue injury is listed in the instructions for use, and is a known possible complication associated with mitraclip procedures. The reported medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.